Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display of the insulin pump was blank and the customer also experiencing physical damage to the pump. The customer had gone swimming prior to the incident. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that there was no damage to the battery cap. Also, the battery contacts were not corroded. Advise to discontinue use of a pump and revert to back-up plan per health care professional instructions. The insulin pump was returned for product analysis.

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, exposure to moisture and cosmetic damage located at the battery compartment found on (B)(6) 2023. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received stuck on flashing medtronic logo with an audio beep alert. No blank display noted. Unable to perform displacement test, sleep current test, active current test and self test due to stuck on flashing medtronic logo with an audio beep alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The original pcba 2 was cleaned and installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo with an audio beep alert noted. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Blank display was not confirmed. However, unable to perform the required testing, download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was found on the pcba 1, force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.